Manufacturer narrative:
Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported issues with a pcb00. Defective as the intraocular lens (iol) legs came out badly. No contact with patient's eye, the issue was noticed at first during handling but prior insertion. No patient involvement reported. Material is not available for investigation. Customer has no further information than what has been provided in this form.